Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient extension line of the homechoice set at the time of the alarm. The home patient reported that they used one patient extension line and had no unused supply lines during therapy. The successful completion of the prime cycle was not confirmed prior to connecting their transfer set to the patient extension line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.